Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-04707, 04709. The patient is implanted with two leads with different lot numbers. It was reported the patient was working and felt a pop in his back. Since then, the patient has not been able to receive stimulation. An x-ray was performed which revealed a fracture in the lead (device 1). It was also reported the patient was only using one lead for stimulation coverage, and the other lead was not providing stimulation. It was undetermined which lead was the unused lead, so two lot numbers will be reported (device 2 and 3). Follow up identified the physician planned surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.